Event description:
Facility states "the pin on the rail broke - he has no idea how it broke."

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model bar600ivc, serial number/date code and age of product are unknown. The owner's manual part number 1123842, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6), whose age and height are unknown. The consumer resides in a facility. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6), called stating that the pin on the bed rail for the bar600ivc, bariatric bed allegedly broke. They have no idea how the pin broke. The resident is only (B)(6). And does not qualify for a bariatric bed, but she likes the extra room. The facility switched out the bed for her as the bed rail is there for her safety. No injury alleged.